Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a zero-p revision surgery, a shard of metal was found when a screw was removed. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). No device was returned for investigation. The device history file was reviewed and no issues were found. No further investigation will be performed as according to the description the implant was not changed and therefore it can be assumed that no problem with the zero-p caused the revision.